Manufacturer narrative:
Follow-up # 1 date of submission 10/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked on the side from the threads to the cover and below the bumper pad. The battery cap/cartridge cap was not returned. A new test battery cap was able to be attached to the pump and was used to complete a 24 hour duration test. There was no power interruptions duplicated during that time. There was corrosion observed in the battery compartment. A leak test was performed and failed indicating a battery compartment leak. There was no evidence of internal moisture or damage to the power circuit. Unrelated to the original complaint, the display screen had a discolored contrast. The keypad was observed to be peeling at the ok key, while all the keys were fully responsive to user presses. The keypad cover was removed and there was no contamination found under the key contacts.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was found to be cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.